Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A center manager reported over correction occurred following an optimized lasik procedure. Reporter indicated the surgeon and the laser tech verified the chart information per protocol prior to surgery. However, a math error was made and the incorrect calculation had evidently been written in the chart. The patient is being monitored. Additional information requested.